Event description:
It was reported, the pt experienced abdominal pain and problems with his bladder. It is unknown if the situation occurs while stimulation is on or off. A CT scan was to be taken. Follow-up indicated that the pt's abdominal pain and bladder problems are improving.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.